Event description:
It was reported that after implanting the multihole cup, the 10 degree liner would not lock into the cup. Another liner was attempted but it also would not lock into cup so the doctor decided to cement the liner to the cup. There is no additional information avaialble at the time of this report.

Manufacturer narrative:
(B)(4). D10: 30113605 g7 vit e 10deg lnr 36mm e lot number 64610528. 30123605 g7 vit e high wall lnr 36mm e lot number 64545912. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Unable to confirm complaint as no product returned or images provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.